Event description:
It was reported that pump declared altitude alarm 21 and required cartridge replacement, with issue having occurred previously with same pump. There was no adverse impact to the customer¿s blood glucose level. Customer was informed that residue or debris in speaker holes could trigger altitude alarms, was provided tips to prevent future alarms, and after cartridge replacement pump resumed normal operation, with no insulin suspension at time of report.